Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient that uses minicaps experienced "a serious infection". The cause of the infection was not reported. On an unreported date, the patient was hospitalized for the event. Treatment for the infection was not reported. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.